Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (B)(6) was implanted backwards in the left eye (os) during primary cataract surgery. An additional surgical procedure was completed to explant the lal and implant a new lal in the proper orientation. Rxsight's first awareness of this event was on (B)(6)2024. Reference report #(B)(4)for the report on the right eye (od).